Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s cartridge could not fully insert and the connector could not engage the threads due to a damaged internal component consistent with an aluminum burr, preventing attachment of the cartridge. Symptoms included no adverse clinical effects. Outcomes included provision of a replacement ilet and instructions to shut down the original device, sync data to the mobile app prior to return, and restart onboarding on the replacement; the user was advised to continue cgm on the dexcom app or receiver, or to replace the libre 3+ sensor upon receipt of the new ilet. Investigation included product return for evaluation. Investigation of this case revealed a connector interference consistent with the known aluminum burr issue affecting the connector-thread engagement, which impeded normal operation of the cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing defect associated with burr formation on the connector assembly.